Event description:
N/a

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One video was provided from the field, which appear to show cobra deformation when deployed through the loader on the operation table. Three images of aso device, used for the procedure were provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Na the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implant using a 8f amplatzer torqvue delivery system. During implant procedure, physician found that the device did not release with right shape and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. A new 10mm amplatzer septal occluder was used to replace to continue procedure and no issue was identified. The procedure was completed with no clinically significant procedure delay and patient remained hemodynamic condition was stable before, during and after procedure and no patient adverse consequences. The patient was reported stable.